Manufacturer narrative:
Findings: inspected 1 opened/used partial sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a insulin paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 185 mg/dl and sensor glucose was 63 mg/dl at the time of incident when it triggered threshold suspend. The customer also reported that the site was actively bleeding. The customer stated that they had a bent cannula on the sensor after removing out of the body. The sensor will be returned for analysis.